Manufacturer narrative:
The evaluation of the 2nd returned segment of the driveline confirmed wire damage that could have contributed to the low speed and pump stop events that were captured in the submitted log files. Two distal end driveline replacements were performed by abbott technical services. Approximately 20¿ of the patient¿s original driveline was replaced on (B)(6) 2018. The patient was placed back on a grounded patient cable after the repair and an additional pump stop event reportedly occurred when the patient sat up in bed. The patient underwent surgery to expose more of the driveline and an additional driveline replacement was performed on (B)(6) 2018 via the same work order, # (B)(4). Approximately 32.5¿ of the post-repair driveline was returned. This 2nd segment of driveline had approximately 10.75¿ of the patient¿s original driveline, serial number (B)(4), and approximately 21.75 of the driveline repair kit. Electrical continuity testing of the returned segments of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of each segment of driveline. The pins of both metal connectors appeared free from deformation. Examination of each outer silicone jacket found no abnormal damage. The silicone jacket, clear bionate, and metal braided shield of the 20¿ segment of driveline were removed to examine the underlying wires. Visual inspection of this segment of driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. This driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Upon removal of the silicone jacket and clear bionate layer of the 32.5¿ segment of post-repair driveline, minor shield breakdown was observed. Visual inspection of the wires found a breach to the insulation of the green wire, approximately 30.75¿ from the metal connector (approximately 7.5¿ from the proximal side of the first driveline repair). Based on the length of the previously returned segment of driveline and the account¿s report that more driveline was exposed to perform the additional repair, this damage appeared to be on what was originally the internal portion of the patient¿s driveline. The green wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. The remainder of both segments of driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stops and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors of the green wire contacted the braided shield while the patient was supported by the power module.

Manufacturer narrative:
Section a4: additional information.

Manufacturer narrative:
Patient weight not provided. Approximate age of device - 2 years 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the log files were submitted for review. The log file titled mb_old was for the patients controller with the last 3 digits "667." The customer stated that the first few numbers were worn off. The patient was admitted and had a controller fault on the controller. When it was connected to the power module, the customer was unable to retrieve the history or info. The controller was changed due to old software. After changing out the controller, it was connected to the power module and it was seen that the patient had low speeds, pump offs, and driveline disconnects. It seemed as if the events were correlated to when the patient was connected to the power module at the hospital. The patient was changed to the backup system controller. Review of the log file by the manufacturers technical service representative showed the patient cable was connected on (B)(6) 2018 and had low speed/pump off/driveline disconnected while connected to the power module. None of these events appeared when the patient was placed on battery power on the new controller. This issue appeared to only be happening when connected to the power module. No other unusual events were reported. Additional information received on 12oct2018 stated technical services was onsite 11oct2018 for a driveline repair. The x-ray images were viewed onsite and did not reveal any obvious areas of damage. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and a pump stop event occurred when the patient sat up in bed. A surgeon contacted the clinical representatives and stated he would like to take the patient to surgery to try and expose more driveline to see if an area of driveline damage can be seen. Additional information received on 16oct2018 stated that the driveline repair was performed on 15oct2018 with no issues after surgeon exposed more driveline. Visualized a suspicious area of shield disruption and when the shielding was cut away noted the yellow wires insulation was damaged. Repaired above that area of damage and when the patient was placed back on a grounded cable there were no more alarms.